Event description:
The hosp report states that, "the pt was being transferred from his crib to his mother's lap when the nurse noted a wet area on the bedding. In checking his foley catheter it was found to have broken at the y connection. This was the third incident to have occurred involving this product. Two other incidents had occurred earlier in the day involving another pt. The same lot was involved with all three incidents and the lot was removed and returned to the co. In all three cases the catheters were removed without any injury to the children."